Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding your complaint that alleges false negative results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number was unknown or invalid. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number or an invalid batch number was provided. The complaint was unable to be confirmed. There is no trend against identified. Bd quality will continue to closely monitor for trends. I h3 other text : see h10.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Cartridge was re-entered and result was positive. Repeat testing performed using pcr test method and the result was positive. The patient impact was not reported. Eua # (B)(4).

Manufacturer narrative:
Eua #(B)(4). Medical device expiration date: unknown. Medical device lot #: 0245255 was reported, however, this is not a lot# manufactured for this product. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Cartridge was re-entered and result was positive. Repeat testing performed using pcr test method and the result was positive. The patient impact was not reported. Eua # (B)(4).